Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affilliate that the er320 instrument clips were not advancing properly into the jaws. Another instrument was used to complete the case. There was no consequence to the patient.